Manufacturer narrative:
On (B)(6) 2016: tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and was unable to resume insulin delivery. The customer's blood glucose level was 300 mg/dl and indicated not having an alternative insulin therapy due to driving in the car. The customer declined further follow up from tandem technical support.